Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the pump empty code was determined to be a recording error. The volume was presumed not updated at a previous refill. No further complications were reported.

Manufacturer narrative:
Product ID 8840,serial# unknown. Product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 500 mcg/ml concentration 145.2 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that motor stall was seen at initial interrogation. It was unknown if the patient recently had a magnetic resonance imaging (MRI). Patient had an MRI on jan 10th and the pump was suspected to have stalled jan 19th. Pump status and/or event log reported motor stall occurred and motor stall (active). When the pump was interrogated on monday the motor stall was active. Patient came in for a routine refill and that was when they noticed the motor stall alarm. Code 235 for empty pump occurred. No patient symptoms were reported. When pump was interrogated on monday, it said pump was stopped for 1092h. No further complications were reported.